Event description:
Account reported they obtained two bicarbonate results that were very high and were lower when repeated. The incorrect results were not used to guide therapy. The field service representative found a hole in the rinse tubing and repaired the instrument by replacing the tubing.